Event description:
In 2006, nellcor puritan bennett received a report of a cuff leak. Caller is reporting a cuff leak on the device. The caller reported that a cuff on the tube is not holding air. The caller reported that replacement of the tube was required. The caller reported that the model and lot number of the device are unknown. This report is associated to the seventh occurrence on rf200605-0356 / MFR 2936999-2006-00535